Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic left hepatectomy procedure, bile duct anastomosis, and hilar lymph node dissection, after closing and detaching the left hepatic vein, the absorbable clip that was used fell off. There was an increased in blood loss due to the product problem. A new device was used for suturing to complete the case.